Event description:
It was reported via repair work order that the headend lift would not lower all the way down due to malfunction potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.